Event description:
It was reported by the user site that on (B)(6) 2026, an issue with a 3dimensions mammography system occurred during a breast biopsy procedure. The user site reported that a gradual decrease in the displayed compression force was observed, while the displayed compression thickness remained constant and no upward movement of the compression paddle was noted. The user site reported that the lesion shifted, requiring target repositioning and an additional puncture. The hologic technical service team reviewed the complaint and the findings from the distributor¿s field service engineer. Based on the stable compression thickness, absence of paddle movement, and normal system checks, no device malfunction was identified, and the system is considered to operate within specifications. The reported gradual decrease in displayed compression force during biopsy is assessed as most likely related to breast tissue relaxation under compression rather than a failure of the device. The distributor was advised on simple tests with phantoms and non-solid objects to verify compression performance and to provide user guidance on adjusting compression force during biopsy as needed. Hologic technical support advised the distributor to continue monitoring the system and to report any recurrence of the issue from the customer.